Event description:
The patient presented in clinic for routine follow up. Upon interrogation, high capture threshold and decrease in sensitivity was noted on the right ventricular lead. A chest x-ray was performed and it was observed that the lead was dislodged. The patient stated that the left pectoral muscle was pulled while at work approximately two weeks ago, which resulted in significant discomfort at the pectoral region and had intermittent pain during arm movement. The patient presented for lead revision on (B)(6) 2019. During revision procedure the helix retracted slowly. The physician explanted the lead and it was observed that the helix failed to extend. A new lead was implanted and the patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported events were dislodgement, difficulty to retract and unable to extend helix, high ventricular pacing thresholds, decreased ventricular sensing and r-wave amplitude variation. A complete lead measuring 57.6cm was returned for analysis in one piece with helix retracted and clogged with blood/tissue. After cleaning the helix was able to be extended and retracted and it¿s cause was isolated to the blood/tissue clogged inside the helix housing and overtorqued inner coil. The other reported events were not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Reportable aware date should have been feb 13,2019 instead of jan 13,2019 in previous follow up report and its corrected in this report.